Event description:
The physician entered via the left femoral to treat the right tpt. The physician crossed the lesion with a 4.0 spiderfx, and predilated with a 3.0 x 15mm coronary balloon. The physician then inserted the turbohawk, but only part of the distal tip was able to cross the lesion. The physician attempted to remove the turbohawk, but it could not enter the distal end of the sheath. At one point a loop formation of the spiderfx wire near the sheath was observed, but it never fractured or separated from the filter. The physician then attempted to pull the sheath, spider wire and turbohawk out at the same time, but the turbohawk was caught up within the sheath. Additional force was used, and the turbohawk came out, but it was observed that the turbohawk nosecone stayed inside the sheath because it had separated from the rest of the device. A vascular surgeon was consulted and the patient was brought up to the or to have a cut down performed to remove the spider, turbohawk nosecone, and sheath. Please reference MDR 2183870-2014-00161 for the turbohawk used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The tip assembly piece was threaded over the capture wire core. The capture wire exhibited a severe bend and a 360 degrees coiling proximal to the tip assembly piece. The distal tip assembly exhibited a significant bend and the guidewire lumen was torn longitudinally along the entire length of the tip assembly body and into the rotating (tapered) section of the tip assembly. Similar damage to both the capture wire and the turbohawk tip assembly has been observes when the capture wire is prolapsed or wrapped around the device proximal to the turbohawk's rx wire lumen and the device is then pulled into the guide sheath this causes the capture wire to tear the rx lumen.